Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardiovert defibrillator exhibited high impedance. It was noted that there was a possible physiological change with the heart in january 2022. No intervention was performed. The patient will continue to be monitored.